Event description:
It was reported the intraocular lens was implanted and then removed during same surgery. Patient had loose zonules that prevented the posterior chamber lens from centering. The incision was enlarged and an anterior chamber lens successfully implanted.

Manufacturer narrative:
Lens received, inspection shows one distorted haptic. Our investigation suggests this event was not caused by the device but instead by the patient's eye anatomy. A product deficiency was not identified. All pertinent information available to amo has been submitted. Should new information be received that changes the facts and/or conclusion of this report, a supplemental report will be submitted.